Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted with less than a year of use due to a systematic infection. The patient underwent a surgical intervention to remove the system. No new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory it is confirmed that the device was functioning and depleting normally, and no problem was detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted with less than a year of use due to a systematic infection. The patient underwent a surgical intervention to remove the system. No new device was implanted. No additional adverse patient effects were reported.